Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the ventricular output connector was broken. Analysis also found the device failed on battery removal time due to defective super capacitors. The lower case was broken, the key pad was damaged, and both bail covers were cracked. It was noted the attachment ring and cover were missing. (B)(4).

Event description:
It was reported the cable connector was broken. The epg (external pulse generator) was returned for service. No patient complications have been reported as a result of this event.